Manufacturer narrative:
(B)(4). It was reported that the one patient underwent idiopathic ventricular tachycardia ablation procedure and suffered a cardiac tamponade which required a pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) the device was not returned to bwi.

Event description:
It was reported that the one patient underwent idvt ablation procedure and suffered a cardiac tamponade which required a pericardialcentisis. During the procedure the patient's pressure dropped after some ablations. No CPR was needed. The patient is stable at this time. The procedure was aborted. Stockert70 was set to deliver from 5-50 watts during the procedure with the temperatures set as high as 60 degrees. Physician was not sure of the cause of the tamponade or when it occured.